Manufacturer narrative:
(B)(4) initial report. The issue was identified intra-op and not implanted, thus there was no reported patient impact. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Details will be provided in a supplemental report upon completion of the investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity biolox delta ceramic head: 36 extra-long was labelled as a size 32 extra-long. The issue was identified intra-operatively and the device was not implanted.

Event description:
Trinity biolox delta ceramic head: 36 extra-long was labelled as a size 32 extra-long. The issue was identified intra-operatively and the device was not implanted.

Manufacturer narrative:
Per -5135 final report the affected device was returned to corin, which enabled to confirm the failure mode. It was found that a mix-up had occurred between the 2 whole batches ( part 104.3215 lot 503150 and part 104.3615 lot 503151) . The relevant device manufacturing records have been identified and reviewed. These parts were initially manufactured as batch 464664 and 464665 and were reworked. Incorrect labels were applied during the rework. An internal project was raised in order to investigate this failure mode and implement corrective actions. A recal was also raised in order to retrieve all the non-implanted parts from the 2 batches. Thus, this case is now considered closed. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.